Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was high threshold.

Event description:
It was reported that the right atrial (ra) lead was experiencing high impedance and rising thresholds. The lead remains in use and the patient will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg, implantable cardioverter defibrillator, (B)(6) 2013; 6932, implantable tachy lead, (B)(6) 2000. (B)(4).